Manufacturer narrative:
A photo of the device was returned for evaluation. Photo evaluation summary: during the visual evaluation of the picture, two (2) implants were observed and no apparent damage were observed in the products. However, in one of them the shell appears opaque/discolored. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implant 535cc and experienced capsular contracture baker grade unknown on the right side post-operatively. As a result, the patient underwent removal and replacement with mentor gel breast implants (serial number (B)(4)) on (B)(6) 2020. Upon explantation, the device was found to be discolored.